Event description:
The patient was undergoing treatment for an aneurysm. The aneurysm was already densely packed but the physician wanted to finish with a j coil. Once the last 2 cm were pushed in, a loop of coil came out of the aneurysm into the vessel. The physician retracted the coil, repositioned the microcatheter, and pushed the coil into the aneurysm again. When this was done, a larger loop of the coil came out of the aneurysm and into the vessel. The physician decided to remove the coil; however, the coil became stuck. The physician pulled back with a little bit stronger force than he normally does with 10 coils and realized that he had broken the coil from the pusher. It was noted that when the coil became stuck the second time, the physician did not reposition the coil before pulling back with a little bit stronger force. The coil was secured in the patient with two stents.

Manufacturer narrative:
This device is not available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Pusher assembly was not saved.